Event description:
It was reported driver used for delivery of implant insecure. Unable to lock in successfully place and torque implant. Tooth 30. Per indicated: symptoms as a result of the event: none indicated. Surgical/medical intervention required for permanent damage: no. Was there a delay during the procedure: yes, had to open another implant. Additional appointment required: no. Was the procedure completed using another implant or another device: yes, another implant used.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0001038806-2023-02124 was reported in error. Please disregard this submission. No further reports will be submitted for this event.